Manufacturer narrative:
The user facility reported a procedure delay occurred due to the reported event. No injuries were reported. After a sterilant cup was placed into the sterilizer and a cycle was initiated, the unit would alarm for an ls12 switch failure. A steris service technician arrived onsite to inspect the sterilizer. During the technician's inspection, he observed that when the draw tube enters the sterilant cup, it did not pierce the protective seal on the cup; the draw tube would stick to the seal. The technician replaced the draw tube, ran a test cycle and confirmed the sterilizer to be operating properly. The technician returned the unit to service and no additional issues have been reported.

Event description:
The user facility reported their v-pro 60 sterilizer would alarm following initiation of a sterilization cycle.